Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad for unresponsive power button. As found 9.33 sw, as left version 9.33. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2019, to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4), for no fault found/ failed on chassis, which does not correlate to the customer reported issue.

Event description:
It was reported that the device keypad would not turn on or off. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device keypad would not turn on or off. There was no patient involvement.